Event description:
Senseonics was made aware of an event where the customer complained of discrepancies between cgm readings and bg meter readings. The customer reported receiving "out of range-low glucose" alerts because of discrepancies. The customer remained unresponsive to gather addtional details and to provide troubleshooting assistance.

Manufacturer narrative:
Multiple attempts were made to gather additional information regarding the reported complaint. However, the user remained unresponsive. Thus, no further confirmation of investigation of the complaint was possible.